Manufacturer narrative:
The device in question has not been received for analysis. (B)(4).

Manufacturer narrative:
Device evaluation: one biosure ha 9mmx30mm screw was returned for evaluation. The screw is broken at its distal end confirming the complaint of breakage. As reported, the patient had hard bone and a tap was not utilized. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. The instruction for use (IFU) states: ¿in cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used.¿ (B)(4).

Event description:
When the surgeon tried to screw in the implant, it cracked automatically without being forced. Part of the tip is broken off but not inside the patient's knee as the surgeon must have removed it from the patient. No patient injury or complications took place. Back-up device was available to complete the repair. The patient's bone quality was hard. The surgeon didn't use a tap as recommended by the surgical technique.